Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer observed the blue fiber cable was damaged when it was snagged. It was noted that the customer converted to laparoscopic prior to calling in. The technical service engineer (tse) could not confirm errors in the logs. The customer confirmed with the tse that there was not a backup blue fiber cable however since the system had a dual console, they disconnected one console to proceed with a single console. The tse walked the customer in replacing the cable and the confirmed the system powered on as a single console system. The customer redocked the patient and continued the case robotically. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
It was noted that the customer converted to laparoscopic surgery prior to calling in. The tse walked the customer in replacing the cable and the confirmed the system powered on as a single console system. The customer redocked the patient and continued the case robotically. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Per system log review, the following was confirmed: a cholecystectomy procedure was performed on (B)(6) 2022 on system (B)(4). Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to one console being unavailable. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion. Blank MDR fields: follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.